Event description:
It was reported that a patient underwent a tlif at l3-l4-l5 with peek interbody device. While impacting the second cage a l4-l5 the cage broke into two pieces. The smaller piece was removed but the other could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
(B)(4) is not approved for use in the us, however, a like device, 9393008, 510k# k094025, is approved for use. The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.